Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by drain complications, abdominal pain, and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, the removal of the patient¿s pd catheter (not a fresenius product), and transition to hd for rrt. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after gardening and prior to initiation or termination of treatment. Stenotrophomonas maltophilia is an environmental bacterium found in aqueous habitats, including plant rhizospheres, animals, foods, and water sources. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
On 13/mar/2025, fresenius became aware the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and her pd catheter (not a fresenius product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, duration, frequency not provided. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas maltophilia on (B)(6) 2025, and the patient¿s antibiotics were discontinued and replaced with intravenous (IV) levaquin. While hospitalized, the nephrologist decided to remove the patient¿s pd catheter (not a fresenius product) to allow time for the patient¿s abdomen to heal. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient frequently works outside in the garden and has not been properly disinfecting her hands prior to initiation or termination of treatment. Education was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 13/mar/2025, fresenius became aware the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and her pd catheter (not a fresenius product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, duration, frequency not provided. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas maltophilia on (B)(6) 2025, and the patient¿s antibiotics were discontinued and replaced with intravenous (IV) levaquin. While hospitalized, the nephrologist decided to remove the patient¿s pd catheter (not a fresenius product) to allow time for the patient¿s abdomen to heal. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient frequently works outside in the garden and has not been properly disinfecting her hands prior to initiation or termination of treatment. Education was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues.